Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device battery reached end of life (eol) due to an extended out of range charge time of 35.3 seconds with a battery voltage of 2.7v. A boston scientific technical services (ts) agent was contacted to estimate device longevity. Ts advised that the device has battery capacity, however, has limited impedance measurements due to possible delay in charge times. Ts recommended device change out. The device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.